Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the transfer set and cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a transfer set and cassette that resulted in a system error 2240 (air in line/set) alarm. It was further described as "the transfer set come loose". This occurred during drain two of four of peritoneal dialysis (pd) therapy. Renal therapy services (rts) explained the alarm, assisted with ending therapy, and advised the patient to contact their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.